Event description:
The patient was experiencing acute opioid and clonidine withdrawal. They were admitted to the hospital with supportive care and a rotor stall was discovered. The pump was replaced one day later. The patient is reported to be doing well post operatively.